Event description:
Customer reported device results had been dropping for the last 3 months and went to a diabetes class. Device = in the 300s mg/dl. Diabetes medication was changed. Customer stated last week, device = 252 mg/dl and they took medication and ate. Later device = 120 mg/dl and while mowing the lawn though they were going to pass out. Customer drank orange juice, device = 90 mg/dl, and they felt better. Controls were used but the type was not known. Test strips were expired. A request was made for return product and replacement product as sent.